Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2024. The device evaluation details: the device was returned for evaluation, and visual inspection and screening tests of the returned device were performed following biosense webster, inc. Procedures. Visual analysis of the returned device revealed a hole on the surface of the pebax with reddish-brown material inside and internal parts exposed. The visual test was performed in accordance with biosense webster, inc. Procedures. A magnetic sensor functionality test was performed, in accordance with the procedures. The returned sample was connected to the pump, and it did not irrigate. Per this condition, was not possible to perform the screening test but, the force vector was observed in a normal position. Further investigation revealed that the irrigation tube was found occluded with reddish-brown material in the shaft area and the potential cause cannot be established. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster, inc., all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿problem with the force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hole on the surface of the pebax with reddish-brown material inside and internal parts exposed¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿the irrigation tube was found occluded with reddish-brown material in the shaft area¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an afl cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax and internal parts exposed. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed a hole on the surface of the pebax with reddish-brown material inside and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax and internal parts exposed on (B)(6) 2024 and have assessed this returned condition as reportable.